Event description:
It was reported that the patient underwent cesarean section on (B)(6) 2014 and suture was used. During the procedure, the needle and suture separated and surgeon opined that the needle piece fell to the floor and the patient was sent to the ward. When the nurse counted the instruments, it was found that one needle was missing. Patient underwent x-ray which confirmed that needle was retained. The patient underwent a second surgical procedure to remove the needle. The patient has recovered. Additional information has been requested.

Manufacturer narrative:
(B)(4). While suturing the skin, the needle broke. The patient underwent surgical procedure to remove the retained needle on (B)(6) 2014 and all needle pieces were removed. Conclusion: actual sample was returned for evaluation. Needle was visually inspected and was broken at the swaged end. The needle was visually inspected for attribute defects and no defects were found. The suture was not returned. Conclusion: retained samples were returned for evaluation. Samples were visually inspected and functionally tested for strength and they met the requirements.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.